Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing was able to verify and duplicate the reported issue. It was determined that the nonfunctional dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a "cassette not connected correctly. Attach cassette again" alarm. It was tested with different cassettes, the error persists. There was unknown patient involvement.